Event description:
In 2008, a company representative reported that the patient was experiencing air bubbles in his insulin cartridges. The company representative was educated on the causes of air bubbles. Further attempts to follow up with the patient were unsuccessful. The company representative who initially reported the incident provided the patient with troubleshooting steps for dealing with air bubbles and the patient received training. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.